Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to the fractured right ventricular (rv) lead. The physician expected the cardiac resynchronization therapy defibrillator (crt-d) to withhold shocks as the noise discriminator is programmed on. The rv lead and crt-d remains in use. No patient complications have been reported as a result of this event.